Event description:
The urs system was implanted in the patient on (B)(6) 2009. In the x-ray taken post operation, doctor noticed that one urs cap had popped off at the cranial end of the construct. Not long following this the rod on the opposite side broke and the patient also presented with significant kyphosis requiring revision-replacement of screws on (B)(6) 2010. This is 2 of 4 reports for a rod for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Additional evaluation- the broken rod has been examined by internal material science department with both a cross-sectional as well as longitudinal polish. The examination of the raw material used did not result in findings of any irregularities. Thus it can be said that the implant matches international standards and ao specifications. The x-ray showed that the locking cap had left its original position inside the screw head post-operatively. It seemed as if the set screw (inner part) of this locking cap turned back completely. Most probably, the final tightening to 10 nm as described in the surgical technique guide, step 11 final tightening of inner part of locking cap has not taken place. The rod breakage is the result of incomplete tightening of the locking cap.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.